Event description:
The customer reported the system software was corrupted, and cannot load software. The fse noted the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.